Event description:
It was reported that the insulin gauge displayed an amount different than expected, with the pump showing a fill estimate issue of 0 units. There was no adverse impact to the customer¿s blood glucose level. Customer technical support educated the caller on the cause of the discrepancy and explained that the fill estimate would adjust once the insulin level matched the displayed value. The caller understood and acknowledged the explanation.